Event description:
It has been reported that a pt had a rash under the tape collar for about one week. The pt has had to change the appliance every 1-2 days, where they were changing every 3 days. Crusting techniques and application procedure were reviewed with the pt. Alternate product was sent to the pt and the pt was advised to contact a health care provider if the issue is not resolved. Pt outcome is not reported.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized (B)(6) 2011. The data presented is from three different product applications. The report states that there are no significant trends.